Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on twenty (20) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G5: additional PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information d9: device available for evaluation: yes the same goes for the following fields were updated due to additional information: h.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2025. Investigation summary: bd received 27 samples and one photo for investigation. In the photo provided, the device is shown with the hub separated from the collar. The 27 returned samples were visually inspected for hub/collar separation and defective locking mechanism. Out of these, two samples were found with the hub separated from the collar. However, the safety shield was able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on twenty (20) units. No adverse impact was reported regarding the patient or user.